Event description:
Device 1 of 2. See MFR report: 1627487-2012-10244. The pt (spain) received the scs system which included the ipg, two scs lead extensions (different length/lots). It was reported the pt was no longer feeling stimulation from one of the leads. Diagnostic testing revealed high impedances. On (B)(6) 2012, the physician elected to test the leads intraoperatively. Once the ipg pocket had been opened, the physician identified that one of the extensions had become disconnected from the ipg. In addition, the physician reported that the first ring of the extension connector was broken and stuck inside the ipg connector port. The physician removed and replaced the ipg and extension. Effective coverage was captured postoperatively.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.